Event description:
During a balloon angioplasty procedure, a medtronic millenia balloon catheter was pushed through the struts of a "nir" coronary stent that had been placed in the right coronary artery. The balloon was moved distally to the posterior descending artery and inflated. The balloon was then deflated and the physician then moved the balloon distally and again inflated and deflated and attempted to remove the catheter but was unsuccessful. The distal section of the catheter separated after much pulling. The pt was subsequently sent to surgery to remove the distal section of the device. The pt came out of surgery with no complications and in good condition. No add'l intervention was reported.